Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00925 for the first spyscope digital access and delivery catheter, and 3005099803-2018-00926 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. A second spyscope ds was used and the working channel sleeve protruded. A spybite biopsy forceps was inside the spyscope ds when the working channel sleeve protruded. Reportedly, after taking a biopsy, they could not take another biopsy due working channel sleeve protrusion. No part of the devices detached and there were no reported issues with the spybite. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00925 for the first spyscope digital access and delivery catheter, and 3005099803-2018-00926 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. A second spyscope ds was used and the working channel sleeve protruded. A spybite biopsy forceps was inside the spyscope ds when the working channel sleeve protruded. Reportedly, after taking a biopsy, they could not take another biopsy due working channel sleeve protrusion. No part of the devices detached and there were no reported issues with the spybite. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked at several locations, beginning near from the distal end. As received, the working channel sleeve protruded, confirming the complaint. The tips of the protruding sleeve were frayed. Maximum protrusion was noted when the small knob was articulated counterclockwise. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.